Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's motor will lockup or stop mid retraction when changing the reservoir. The customer received motor error alarms. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, prime test and rewind test. Device received with normal operating currents. No unexpected low battery alarm, failed battery alarm, backlight anomaly, rewind anomaly noted. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm.